Event description:
After the surgical procedure was completed, the physician noticed a burn on the pt's skin around the area where the right arm instrument trocar was placed. Additional information was provided by an isi account manager in 5/2005. The isi account manager stated that no instrument arcing was observed. The burn was approximately 1 millimeter in depth and on the dermis level only. No permanent pt injury was reported.